Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a blood pt result of 6.7 inr. A venous sample, obtained from the same pt, reportedly measured 3.3 inr in a laboratory. Reporter noted that the pt's therapy was not modified based on the value obtained on the suspect device. No pt injury was reported and no treatment was rec'd. Qc testing had reportedly been performed on the system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.